Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side rupture. The device has been removed and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: yellow particles observed, on the surface of the shell. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: no observed. No additional observation. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.